Event description:
It was reported the camera head had dark imaging. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had dark imaging. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 zip code; e1 postal code: na. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation. Based on the results of the investigation, and since no image was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.